Event description:
It was reported that the patients system was replaced due to electrode impedances as well as normal battery depletion. The specific impedance issue was not provided. There were no patient injuries: the patient recovered from the replacement with no sequela. Additional information regarding the impedance issue was requested.

Event description:
It was further clarified that the impedances were high on many electrodes, specifically, above 3600 ohms.

Manufacturer narrative:
Lead model 3998, lot# j0444024v, implanted: (B)(6) 2004, explanted: (B)(6) 2012. Extension model 748940, serial: (B)(4), implanted (B)(6) 2004, explanted: (B)(6) 2012. Extension model 748940, serial: (B)(4), implanted (B)(6) 2004, explanted: (B)(6) 2012. Programmer model 7435, serial: (B)(4). (B)(4): final device analysis for neurostimulator (B)(4) revealed no significant anomalies.